Event description:
Additional information received reported that perioperative antibiotics were administered, and there was no infection. The pulse generator was implanted too superficial, which led to erythema after recharging. The pulse generator was repositioned deeper.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had developed cellulitis over her implantable neurostimulator (ins) site. The infection began about 2 weeks previous at about ¼? In diameter. Bactroban, the strongest treatment for the patient and an antibiotic, was started on (B)(6) 2012. The cellulitis got worse since its onset and grew to ¾?. The infection seemed to flare up following a recharge session and then "subside a bit" until the next recharging session. Different methods of recharging did not seem to matter. The patient recharged about every 3-4 days. No swelling or fluid was reported, only an area of redness. Having the stimulation on or off did not seem to matter. Additional information has been requested, but was not available as of the date of this report. It was unclear as to which of the two ins's the event was related.

Manufacturer narrative:
Product ID: 3987a lot#: n268654 serial#: implanted: 2011 (B)(6), explanted: product type: lead product ID: 3777-60 lot#: serial#: (B)(4), implanted: 2010 (B)(6), explanted: product type: lead product ID: 3777-60 lot#: serial#: (B)(4), implanted: 2010 (B)(6), explanted: product type: lead product ID: 37752 lot#: serial#: (B)(4), implanted: explanted: product type: recharger product ID: 37752 lot#: serial#: (B)(4), implanted: explanted: product type: recharger product ID: 37743 lot#: serial#: (B)(4), implanted: explanted: product type: programmer, patient product ID: 37743 lot#: serial#: (B)(4), implanted: explanted: product type: programmer, patient product ID: 3708340 lot#: serial#: (B)(4), implanted: 2011 (B)(6), explanted: product type: extension. (B)(4).